Event description:
It was reported that a cdh29 was used during a laparoscopic hartmann procedure.it was reported by the affiliate that the instrument was fired after audible feedback at anvil attachment, the bowel tissue was thick and the instrument was relatively hard to close down to the green safety area. Audible and tactile feedback were present, but not as clear as usual and the surgeon did not feel much resistance when he fired the instrument. After firing, the instrument was impossible to remove and after some manipulation and removal after excising a piece of the bowel, it was discovered that it was not fired. The knife had not cut and there were no staples visual in the operating field, not at rectoscopy and no on the floor or elsewhere in the operating room (the last examination was done because the surgeon had a feeling that the safety was not engaged when the should fire the instrument. The instrument appeared to work properly at examination after removal, but the washer was not cut and no remaining staples were found. The pt, a 25 year young female, had been converted earlier in the case because the anatomy of the bowel made it impossible to insert the instrument in a safe fashion during laparoscopy. The misfire was during the open face of the case. A second device was fired with good results. The pt needed a decompressing ileostomy to protect the anastomosis, since the rectal mucosa was severed, probably due to all the manipulation that took place trying to remove the malfunctioning instrument. The pt also had a second rectoscopy due to the misfiring. Two endo-surgery reps were present at the case.